Event description:
Ous MDR - during dilatation of a severe calcified lesion in a medial rca the balloon burst at 10 atm.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned pantera pro revealed a longitudinal burst over a length of about 10 mm. The further microscopic analysis showed several scratches with longitudinal orientation close to the fracture site. The review of the production documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. Due to the scratch marks in close vicinity to the fractured site it is assumed that the balloon burst was most likely induced by the severely calcified lesion.